Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
The manufacturer was contacted in reference to an everflo oxygen concentrator. The complaint references the power cord being damaged. There is no allegation of patient harm or serious injury. No clinical or medical information was provided. The device was inspected and evaluated, and the power cord was replaced by a third-party service center. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.